Manufacturer narrative:
Additional info: FDA product codes, second code is octmanufacturer narrative:the reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.this issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the lapvue10 device was used during a robotic inguinal hernia procedure on approximately (B)(6) 2021 when it was reported "swab stayed inside the trocar. No injury to patient no delay to surgery. The swab was recovered." There was no report of contact to the patient. The procedure was completed as planned with no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one lapvue10 in opened original packaging. Lot number was verified. Performed a visual inspection, the device was received with the sponge disconnected. There is evidence on the high density polyethylene handle of where the sponge had once been connected. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). A two-year review of complaint history revealed there has been a total of 9 complaints, regarding 9 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised to grasp handle and push foam head straight into the trocar. Do not release or bend vuetip trocar swab. This issue will continue to be monitored through the complaint system to assure patient safety.